Event description:
It was reported that data files were provided for review after the implantable cardioverter defibrillator (ICD) had been explanted following patient death on (B)(6) 2023. The patient was rushed to the emergency room via smur when the patient's wife found him on the ground. The patient was not pacemaker dependent, and it was suspected that the patient had a rhythmic storm that may have exhausted his ICD. A device interrogation was performed on (B)(6) 2023, and data showed that the device triggered end of life on (B)(6) 2023. The patient was last seen in-clinic on (B)(6) 2023, and the estimated battery longevity was at 3 years remaining. According to the nurse at the hospital the cause of death was clear, the patient passed away from respiratory distress, and was in poor health condition. There was no malfunction allegation against the device. However, the doctors were surprised by the battery capacity depletion. It was also mentioned that the physician was unable to interrogate the device again after the last interrogation. The local representative went to the account to collect the device for return however was unable to locate this device. Should this product be received in the future, an updated report will be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that data files were provided for review after the implantable cardioverter defibrillator (ICD) had been explanted following patient death on (B)(6) 2023. The patient was rushed to the emergency room via smur when the patient's wife found him on the ground. The patient was not pacemaker dependent, and it was suspected that the patient had a rhythmic storm that may have exhausted his ICD. A device interrogation was performed on (B)(6) 2023, and data showed that the device triggered end of life on (B)(6) 2023. The patient was last seen in-clinic on (B)(6) 2023, and the estimated battery longevity was at 3 years remaining. According to the nurse at the hospital the cause of death was clear, the patient passed away from respiratory distress, and was in poor health condition. There was no malfunction allegation against the device. However, the doctors were surprised by the battery capacity depletion. It was also mentioned that the physician was unable to interrogate the device again after the last interrogation. This device will return for analysis.